Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer also reported that another error alarm occurred during the rewind process. Blood glucose level was 87 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to force sensor resistor damage by moisture. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.